Event description:
It was reported. That pump indicated cassette was not attached. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: product received date 14-jun-2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, the customer problem was not duplicated. The pump was found to power on with an error code 46221 and a red screen and therefore was unable to verify the reported cassette not attached error. The pump had a degraded downstream occlusion (dso) seal. The cause of the customer reported problem was the degraded dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor and the main board, and the pump passed all functional tests and performed as intended after repair.